Event description:
It was reported that the patient had no stimulation sensation. He was sitting on the couch and didn't feel anything. He believed that stimulation had stopped working on the day of the report, or the previous night. It was noted that the patient had sensitivity on the right side. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 389033, lot# j0519333v, implanted: (B)(6) 2005, explanted: na. Extension: model 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: na. Programmer: model 7434a, serial# (B)(4).